Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid and distal left anterior descending artery. A 6f 3.75 non bsc guide catheter was placed then a 2.0x16mm non bsc balloon catheter was advanced for predilation of the lesion. A 2.00mm x 8mm apex¿ balloon catheter was also advanced to predilate the lesion. The balloon was inflated twice however it ruptured at 16 atmospheres. The device was completely removed from the patient and the procedure was completed using a 2.5x12mm and a 3.0x12mm non bsc balloon catheters. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with no other devices. The balloon was loosely folded. Magnified inspection identified a pinhole in the balloon wall, 1mm from the distal markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: ¿inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid and distal left anterior descending artery. A 6f 3.75 non bsc guide catheter was placed then a 2.0x16mm non bsc balloon catheter was advanced for predilation of the lesion. A 2.00mm x 8mm apex¿ balloon catheter was also advanced to predilate the lesion. The balloon was inflated twice however it ruptured at 16 atmospheres. The device was completely removed from the patient and the procedure was completed using a 2.5x12mm and a 3.0x12mm non bsc balloon catheters. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).